Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states "caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue." Additional info: it is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic subtotal hysterectomy on (B)(6) 2012, and morcellex was utilized. The patient was diagnosed with adenocarcinoma, endometrioid type, and grade 2/3. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/6/2016, (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that the patient underwent an exploratory laparotomy, lysis of adhesions, trachelectomy, total pelvic lymphadectomy, paraaortic lymph node resection, omentectomy, cystoscopy on (B)(6) 2012. It was reported that on (B)(6) 2012, a mass was diagnosed along bladder wall. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a laparoscopic subtotal hysterectomy on (B)(6) 2012, and morcellex was utilized. The patient was diagnosed with adenocarcinoma, endometroid type, and grade 2/3. It was reported that the patient underwent an exploratory laparotomy, lysis of adhesions, trachelectomy, total pelvic lymphadectomy, paraaortic lymph node resection, omentectomy, cystoscopy on (B)(6) 2012. It was reported that on (B)(6) 2012, a mass was diagnosed along bladder wall. No additional information was provided.